Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father of a customer reported via phone call that his son experienced high blood glucose of over 500 mg/dl. The customer indicated that the insulin pump is not alarming the no delivery but is not delivering insulin at all. Customer does not recall any significant events leading to the error, but indicated that the pump would be exchanged for another one. The customer wanted to document this incident only and no further information was provided.